Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The heartmate 3 instructions for use (japan) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive bleeding in the mediastinum while in the hospital. Less than four units of packed red blood cells were transfused. Treatment with medication and surgery were performed. The patient's anticoagulant treatment at the time of the event was warfarin, heparin, and aspirin. The cause of bleeding was reported to be due to the complexity of medical management and related to implantation.